Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-oct-12 regarding a patient receiving bupivacaine ("26/7 mg/ml" at 2.02mg/day) and dilaudid (2mg/ml at 0.15mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that when the patient would sit, her pannus would tilt the pump forward, causing thinning of tissue at the pocket site. It was unknown when the issue first began. The pocket was revised to a superior location to avoid the problem, and the issue was considered resolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.